Manufacturer narrative:
Reliability analysis: inspected 5 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 5 failed per spec. Due to sensor cannula broken missing broken part. 4 remaining sensors passed per spec. With accurate readings. Also found 5 sensors cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the needle was stuck in the inserter. It was also found the cannula was bent on the customer's sensor. Customer's blood glucose was 16 mmol/l. Customer agreed to return the sensor for analysis.